Event description:
During a laparoscopic gallbladder procedure the autosuture clip applier did not work properly. The clips were sliding off the duct and then the applier stopped firing the clips. A second clip applier was used to complete procedure.